Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 50 mg/dl. The cause of the low bg was unknown. Bg was treated via a glucagon injection. Reportedly, the customer left the ER 12 hours later with the issue resolved and no permanent damage. Pump data review with tandem technical support confirmed the pump was functioning as intended.